Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) discussed shock impedance measurements were very stable and it an abrupt change. Ts discussed that it appeared to be spring contact anomaly or electromagnetic interference (emi). This rv lead remains in service. No adverse patient effects were reported.